Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level first dropped to 6.1 mmol/l (109 mg/dl). After going for a walk, the blood glucose level then increased to 14 mmol/l (252 mg/dl). Before walking, the patient had turned on the activity feature. The patient did not eat, yet the blood glucose level continued rising, and even after a bolus, the glucose level did not decrease. This occurred while the patient was wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site on the abdomen, the cannula was found to be blocked. The patient removed the pod.